Event description:
It was reported that the patient had leakage with his advance device. During an artificial urinary sphincter (aus) placement surgery, cystoscopy revealed that the mesh was in the urethra. The mesh was removed from the urethra and the aus surgery was aborted. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.